Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient family member regarding an their implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated that the patient has "been doing good for a couple years now but over the last week ((B)(6) 2018) he has been having a significant amount of constant pain with his bladder and was questioning whether or not his interstim was working correctly. It was noted that patient had a fall but she couldn't remember when every fall was, but said " but would say the last time he had a fall was about 2 months ago or so" (2018). Troubleshooting was not possible due to lack of product. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider indicated that patient will be evaluated by representative and doctor on (B)(6) 2018 and will take care of the patient at that time.